Event description:
It was reported: a tibial baseplate which qualifies under the tibial baseplate investigation, was revised due to pain and radiolucent line on xray. There was no evidence of bony ingrowth. There was presence of a gelatineous membrane at the interface of the baseplate and bone.